Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient with this implantable left ventricular (lv) lead was experiencing pacing inhibition due to the lv protection period. The lv threshold test was unable to be performed. After further investigation the lv lead had dislodged. Two days later the lv lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.